Event description:
A patient diagnosed as having a myocardial infarction in progress was being transported by ambulance to another facility. During transport, the unit was used for 3-lead ECG monitoring. Prior to arrival at the hospital, the patient went into ventricular fibrillation. Disposable defibrillation electrodes (mfg by another co) were attached to the patient and the ECG monitoring electrodes were removed. Allegedly the unit failed to display the patient's ECG using paddles mode monitoring. Another ambulance arrived and another monitor was used to successfully monitor the patient's ECG. The patient was not resusciated. The risk manager indicated that the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the availability of patient cable monitoring with the device.